Manufacturer narrative:
Customer complaint of premature depletion was not confirmed. Device was received at eri range of operation. Device image indicated that autocapture feature was enabled and it also indicated that egms were turned on during implanted period. When automatic settings are programmed, such as autocapture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. Analysis performed, including functional testing, did not find any anomalies, other than device battery reaching eri levels due to normal usage. The device was implanted for 9.16 years which exceeded the device¿s 8.52 year projected longevity and is considered normal battery depletion.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. During the pacemaker check on (B)(6) 2019, it was noted that the device was at eri but on (B)(6) 2019 the battery longevity was indicated as 1.25 years. The device was explanted and replaced. The patient was stable.